Event description:
The customer reported the power switch failed to function, thereby preventing boot up of the system. No report of pt injury.

Manufacturer narrative:
No conclusion can be drawn, as the repair quote was not accepted by the customer.